Manufacturer narrative:
The pump was received with intermittent esc and act buttons due to flattened dome switches (no crease). The insulin pump passed displacement test. However it was received with cracked case at display window corners, display window and battery tube threads. Unit received with minor scratched display window and case. The pump also had was received with missing end cap sticker. No unlocked keypad connector. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that a big crack was produced in the battery compartment. Customer's blood glucose value was 201mg/dl. Insulin pump will be returned for analysis.